Event description:
It was reported the patient presented in clinic for follow-up complaining of heart rate dropping during exercise. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) was far-field r-wave oversensing resulting in inappropriate mode switches and the decreased heart rate. Programming changes were performed. Patient felt better but complained of one-off missed beats. Further investigation suggested low implant to implant communication was the cause of the missed beats. Further programming changes were performed. The patient was in stable condition.